Event description:
It was reported that the device was found to be in a hardware reset. The device was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The field experience of a reset was verified in the lab. The reset was a power-on reset. Analysis of the device revealed that one of the device's high voltage output transistors was shorted. It is believed that the device's lead was damaged, and the device delivered into a low impedance load during high voltage therapy delivery, which caused the hardware reset. The lead remains implanted; however, it has been requested that it be evaluated at the next available opportunity.